Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-apr-17. It was reported that the pump had never really helped the patient since implant due to the previously reported issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine (2mg/ml at 0.4919mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient came into the clinic on (B)(6) 2019 for a refill. The hcp pulled 25ml of drug and was expecting only 4ml. The patient was on oral morphine so the patient had no symptoms. The hcp checked the logs and there were no issues. The last refill was (B)(6) 2019 and the refill went well. They were performing an x-ray to see if there were any issues. The clinic did not perform dye studies. There were no further complications reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that due to the issues previously reported, the hcp and the patient decided to program the pump to off state. Due to the patient age and health they were not going to replace the pump or do a revision. There were no further complications reported at this time.